Event description:
The customer contact reported a particulate, similar to an eyelash, was noted in the tubing between the filter and the claave y-site immediately distal to the filter. The tubing set and a 1000ml bag of an unspecified solution were returned to the purchasing department with an unsigned note that indicated "hair" in the tubing. Approximately 50ml remained in the solution bag. No tracking information was provided; therefore, specific patient information or event details were not available. There were no reported adverse patient effects.